Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. No frozen screen noted. Unable to verify the battery symbol anomaly due to no button response. The device had a scratched lcd window, cracked case on display window corners, cracked on the reservoir tube lip, cracked reservoir tube window through the reservoir tube, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (b)(60 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 309 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.